Event description:
It was reported that during incoming inspection, a package with channel seal was found to have inadequate component holding. No pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.